Event description:
The customer reported that while trying to drive up the monitor suspension, the suspension dropped onto the patient table uncontrollably.

Manufacturer narrative:
(B)(4): method: the investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA. Results: the investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When investigation is completed a follow-up report.